Event description:
Home patient reports that she awoke in a pool of fluid during automated peritoneal dialysis treatment to find the patient connector on patient line of home choice separated from transfer set. Home patient reports that she reconnected tubing and then received a "low drain" alarm in drain 4/5. Home patient called baxter technical service center and technician requested home patient discontinue treatment with current set up and contact her health care professional. Health care professional states home patient received prophylactic antibiotics next day and no injury resulted from incident.